Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The balloon folds were expanded and blood was visible in the balloon. The device failed negative prep. Upon attempted inflation, liquid was seen spraying out of the proximal are of the balloon and the balloon failed to maintain pressure. A pin-hole burst was located over the proximal markerband. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Correction: device return date added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the 4.0x8mm nc euphora balloon device (pli20) was not moved or repositioned in the lesion while inflated. Approximately 2-3 inflations were attempted prior to the burst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two nc euphora balloon catheters were attempted to be used to post-dilate two resolute onyx stents implanted in a moderately tortuous, moderately calcified lesion with 80-90% stenosis in the mid right coronary artery (rca). The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a sprinter legend balloon catheter. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the 4.0x15mm nc euphora device failed to cross the lesion. It was reported that the 4.0x8mm nc euphora balloon burst at 14 atm. Another nc euphora device was then used to post-dilate. No patient injury reported.